Event description:
A 2.5 mm diameter x 24 mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in a pt with no issue reported. However, it was reported that approximately 2 hours post implant, stent thrombosis was confirmed by emergency cag. Pci was performed with deployment of one other endeavor rx stent and the recovery of the blood flow. However, approximately 6 months post implant, info on the pt death was obtained. Date and cause of death are unk. The physician commented that the stent thrombosis does not seem to have been related to the relevant device.

Manufacturer narrative:
(B) (4): eval results: root cause cannot be determined; stent thrombosis, tvr, death.